Event description:
Hospital note: when on brake, stretcher still moves a little from side to side. Bed in bedshop. No injuries reported.

Manufacturer narrative:
Bed located in bedshop. Technician found when brake is engaged, stretcher moves from side to side. Replaced all casters to resolve this issue.